Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 158 mg/dl. During troubleshooting with tandem technical support (cts), customer reloaded the existing cartridge. Customer indicated that cts would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.